Manufacturer narrative:
(B)(4)

Event description:
Dexcom was made aware on (B)(6) 2017, that on (B)(6) 2017, the patient reported no audio on the g5 mobile application. No medical intervention was reported. Additional event or patient information is not available. Data was provided for evaluation. The reported event of no audio on the g5 mobile application was confirmed by the finding that all the alerts except the urgent low on vibrate only. A root cause could not be determined.